Event description:
Ostomy prosthesis did not adhere to body. Ineffective seal caused feces to soil body, thereby preventing the colostomate from engaging in normal social and physical activity. Rptr states item is being sent to FDA because it is important that FDA knows what a component of a class I prosthesis is. Flange #1-within 24 hrs the seal separated and did not retain the feces. Flange #2-within 8 hrs the seal separated and did not retain the feces. The nutra is alleged to be an improved product. It is not an effective , not reliable and of a poorer quality than its predecessor. Since MFR letter of december 28,1995, convatec, apparently, had not instituted a quality control impossible to pinpoint why the adherence time with one lot of product will vary from the adherence time obtained with a product from another or the same lot."that, to me and one versed in the art, says "no quality control."